Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and a mildly calcified left anterior descending artery (lad). A 2.25mm x 15mm emerge¿ balloon catheter was advanced to dilate the target lesion. Upon first inflation at 6 atmospheres for a duration of 15 seconds, the balloon ruptured . The device was removed completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).